Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump gave a recurring pump error. Blood glucose level at the time of the incident was 133 mg/dl. Troubleshooting did not resolve issue. Product will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. However, confirmed power error due to j6 connector resistance issue.